Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in december 2018. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacturer date and expiration date are unknown. Imdrf patient code e1302 capture the reportable event of hematuria. Imdrf impact codes f23, f2301 and f19 capture the reportable event of cysto clot evacuation under anesthesia and ureteral stent exchange (unexpected medical intervention, surgical intervention and additional device required.)

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, introducer needles and 8/10 dilator sheath were used during a percutaneous nephrolithotomy (pcnl) procedure performed in december 2018. The patient experienced bladder clots. The patient required cysto clot evacuation under anesthesia and ureteral stent exchange.